Event description:
It was reported that during a ptca procedure, the balloon ruptured and a dissection occurred. The dissection occurred. The dissection was repaired with a stent. Patient status is listed as "okay"